Manufacturer narrative:
Literature citation: basile et al. Intramedullary fixatoin system for the treatment of hammertoe deformity. The journal of foot & ankle surgery. 2015; 54: 910-916. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article written by basile et al. Titled "intramedullary fixation system for the treatment of hammertoe deformity" it was reported that 20 patients experienced toe swelling that persisted for greater than 6 months. Two patients showed persistent toe swelling (defined as the presence of edema at the final follow up.